Event description:
During a total hip surgery on (B)(6) 2025, the inserter was believed to be cross threaded into the cup by the scrub tech. While impacting the cup into the acetabulum, the impactor broke leaving the impactor's threads in the cup. The surgeon deemed it was not necessary to remove the threads because they did not protrude or interfere with the liner.